Event description:
It is reported that two stataks were drilled into the pt and would not release, leaving sutures behind. The surgeon had to leave part of th stataks implanted in the pt and use a different statak.

Manufacturer narrative:
This report will be amended when our investigation is complete.